Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully placed. No adverse patient effects were reported.